Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip opening post deployment. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced and placed on the mitral valve. Post deployment the clip settled and opened to around 40 to 50 degrees. The procedure was completed with the mr remaining at 4+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, a cause for the reported clip opening while locked could not be determined. The reported mr appears to be a cascading event of the clip opening while locked. Additionally, mr is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment is the result of case-specific circumstances. The provided image and videos were reviewed by an abbott clinical research and development staff engineer. The reviewer stated: it is evident that the clip arms opened an unknown but noticeable degree as compared to the pre-deployment videos. It cannot be determined if this amount is beyond the expected "relaxing" of the clip (~5 degrees) based on the videos provided. There is no indication of product issue with respect to manufacture, design or labeling.